Event description:
Event description guidant received information that during the implant procedure this implantable cardioverter defibrillator (ICD) failed to convert the patient following induction. A shorted lead indicator was displayed. The patient was externally rescued. Lead integrity testing noted a shocking impedance within a normal range and all other measurements were within normal limits.